Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that insulin pump got damaged. The customer stated that lip has completely cracked off and reservoir was unable to lock in place when inserted into insulin pump. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.